Event description:
It was reported that unspecified bd¿ catheter was leaking due to a hole in the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: DHR review was not performed as the lot number for this complaint is unknown. Received one 24ga bd iag catheter-adapter assembly connected to an ext. Set on a 10ml sodium chlorine syringe. The remainder of the unit was not returned for evaluation. Visual/microscopic evaluation: the catheter tubing revealed a cut above the nose of the adapter. Water-leak test: the unit leaked during the performance of the water-air leak test. The source of the leakage was the cut on the catheter tubing. Indeterminate: a definite source that caused damage (cut) on the catheter tubing could not be established. It is unknown if it was produced during/before use at user environment or by manufacturing.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter was leaking due to a hole in the catheter. No serious injury or medical intervention was reported.